Manufacturer narrative:
The reported complaint of "when the autopulse was powered on, the platform failed to perform compressions as the lifeband would not size the patient" was confirmed in the archive data but was not confirmed during the functional testing. The lifeband was not returned for evaluation. No device malfunction was observed during the testing, and the platform functioned as intended. The archive showed user advisory (ua) 18 (max take-up revolution exceeded) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the reported complaint date. The error messages could not be replicated during the functional testing. The probable cause for ua18 could be due to the patient was too small or no weight on the platform or due to the opened lifeband, likely caused by user error. The probable cause for ua07 could be due to the patient was out of position or the patient was not properly centered, most likely attributed to user error. Upon visual inspection, no physical damage was observed on the returned autopulse platform. Based on the archive data review, the autopulse li-ion battery (sn: (B)(4)) with 1241 mah remaining capacity (rc) was used on the reported event date. Based on the archive, the battery was inserted into the platform on 4/14/2020 with rc at 1465 mah, and the customer continued using the battery without re-charging it. On the reported event date ((B)(6)2020), as soon as the autopulse was powered on, the platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message. The user pressed restart to clear the error message. When the autopulse was powered back on, the platform displayed ua07 (discrepancy between load 1 and load 2 too large) error message. The archive shows that the platform was repeatedly re-started several more times, and each time, the device was powered back on with ua07 messages. During further investigation, the load cell characterization test confirmed that there was no malfunction on the load cells, and both cell modules were functioning within the specification. The user managed to clear the ua07 error and restarted the platform. However, the platform stopped once more due to ua18. The user cleared the error message again, and the platform performed 2 sessions of 14 compressions without any interruptions. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the autopulse maintenance guide, ua7 is an indication that the patient out of position or the patient is not properly centered. The autopulse platform passed the initial functional test without any fault or error, and therefore, the reported complaint was not confirmed. Run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries was performed for approximately 12 minutes, and the reported complaint could not be replicated. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a (B)(6) old male patient in cardiac arrest. It is unknown if the cardiac arrest was witnessed, and the cause was unidentified. It is unknown what the duration of the patient's cardiac arrest was before the patient received manual CPR, which was performed for 14 minutes prior to the use of the autopulse platform. When the autopulse was powered on, the platform failed to perform compressions as the lifeband would not size the patient. During troubleshooting, it was noted that the lifeband was twisted on one side. The customer did not provide further information, and it is unknown whether manual CPR was performed or not after the issue was observed. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. As per the customer, it is unknown if the patient's death was related to the autopulse system. Please see the following related MFR report: MFR # 3010617000-2020-00585 for the lifeband.

Manufacturer narrative:
B5 (describe event or problem) was updated. The reported complaint of "when the autopulse was powered on, the platform failed to perform compressions as the lifeband would not size the patient" was confirmed in the archive data but was not confirmed during the functional testing. The lifeband in complaint was not returned for evaluation. No malfunction was observed which could have caused or contributed to the patient's death. The autopulse platform functioned appropriately and as intended. The likely root cause could be patient misalignment or patient was too small. This would account for the ua alerts observed in the archive. The platform was refurbished in 2015. Our records indicate that the ap platform has not received any routine preventative maintenance since 2015. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the archive file showed occurrences of multiple ua7 (discrepancy between load 1 and load 2 too large) and single ua18 (max take-up revolution exceeded) error messages recorded on (B)(6) 2020. User advisory 7 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. This normally is experienced if the patient is not oriented on the autopulse platform correctly or the patient has shifted due to compressions and or transportation. User advisory 18 occurs when the driveshaft has travelled past the maximum number of revolutions without detecting a patient. This normally is experienced if there is no patient on the autopulse or the patient is too small. No other discrepancies were noted. The li-ion battery (s/n (B)(6) was the only battery used and it was fully charged at the time of use and performed without any issue. Based on the archive file data, the user powered on the platform and it displayed ua18. The user powered off the platform. The user powered on the platform again and it displayed ua7. The user repeated power off/on six (6) times and each time the platform displayed ua7. The user powered off the platform. The user powered on the platform again and it displayed ua18. The user powered off the platform. The user powered on the platform again and the platform performed 14 compressions before the user powered off the platform. Based on the archive data, user was eventually able to clear the user alerts and the autopulse was performing compressions. The autopulse platform passed functional test without any fault or error. Run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries was performed for approximately 12 minutes. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Additional maintenance and inspections were completed to address issues unrelated to the reported complaint to ensure that the autopulse will continue to function properly, including load cell characterization and brake gap inspection. The brake gap inspection verified the brake gap is within the specification. Load cell characterization test verified both cell modules are functioning within the specification. Thus, zoll recommend that staff be trained on operational training for autopulse platform. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(6)) was used to resuscitate a 65-year-old male patient in cardiac arrest. It is unknown if the cardiac arrest was witnessed, and the cause was unidentified. It is unknown what the duration of the patient's cardiac arrest was before the patient received manual CPR, which was performed for 14 minutes prior to the use of the autopulse platform. When the autopulse was powered on, the platform failed to perform compressions as the lifeband would not size the patient. During troubleshooting, it was noted that the lifeband was twisted on one side. The customer did not provide further information, and it is unknown whether manual CPR was performed or not after the issue was observed. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. As per the customer, it is unknown if the patient's death was related to the autopulse system. Please see the following related MFR reports: ccr 49760, MFR # 3010617000-2020-00585 for lifeband. Ccr 49758, MFR # 3010617000-2020-00581 for patient 1. Ccr 49759, MFR # 3010617000-2020-00582 for patient 2. Ccr 49483, MFR # 3010617000-2020-00502 for patient 4.